Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, catheter pump connector damaged at explant. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l78430, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# l78430, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported the pocket around the patient¿s pump was infected (date of onset not reported) and explant surgery was planned to occur on (B)(6) 2014. It was noted the patient status at the time of this report was ¿alive ¿ no injury.¿ there was no alleged product issue and specific symptoms were not reported. The pump was being used to deliver lioresal. It was further reported the entire pump system was explanted on (B)(6) 2014 as planned and the patient had (B)(4). Additional information received reported the healthcare provider (hcp) saw ¿stealing along the catheter plane on the skin" and that was why he opted to explant the catheter in regards to the (B)(6) infection. No further troubleshooting was performed. Following surgery, the patient had a peripherally inserted central catheterization (PICC) line to receive antibiotics. It was reported the hcp planned to implant another pump system in this patient 6-8 weeks in the future. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.